Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement greater than 125 ohms. Electrogram (egm) review appeared clean on the shock channel with no evidence of noise. Shock impedances varied from 90s to 110s ohms range, with a recent jump from 106 ohms to 127 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service. No adverse patient effects were reported.